Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a reading from his adc freestyle libre sensor that was higher than a competitor¿s meter result and was subsequently believed to have been erroneously high. It was further reported that on (B)(6) 2018 at approximately 8:34 customer received a sensor reading of 200 mg/dl, which was compared to the competitor¿s meter result of 114 mg/dl, and self-administered unspecified amounts of both short and long-acting insulin. At approximately 12:00 customer lost consciousness. Customer¿s wife gave him sugar to consume. No additional treatment was required. At 12:38 customer received a reading of ¿lo¿ (a reading less than 40 mg/dl) and at 12:44 a reading of 41 mg/dl was received, but it was not clarified on what devices these results were obtained on. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a reading from his adc freestyle libre sensor that was higher than a competitor¿s meter result and was subsequently believed to have been erroneously high. It was further reported that on (B)(6) 2018 at approximately 8:34 customer received a sensor reading of 200 mg/dl, which was compared to the competitor¿s meter result of 114 mg/dl, and self-administered unspecified amounts of both short and long-acting insulin. At approximately 12:00 customer lost consciousness. Customer¿s wife gave him sugar to consume. No additional treatment was required. At 12:38 customer received a reading of ¿lo¿ (a reading less than 40 mg/dl) and at 12:44 a reading of 41 mg/dl was received, but it was not clarified on what devices these results were obtained on. There was no report of death or permanent injury associated with this event.